Event description:
It was reported that bd bactec¿ mgit¿ 320 system false negative reported. The following information was provided by the initial reporter: false negative: staining confirms the growth of mycobacteria

Manufacturer narrative:
H6. Catalog # 441743, s/n (B)(6): this complaint was for a false negative result. The customer reported that a bacterial mass was found, stained and contained acid-fast bacteria. Further information about the customer's workflow was not provided. Customer indicated that staining confirmed the growth of mycobacteria. The false result was not reported to the clinician and no patient treatment was affected by the false result. The customer was consulted with by customer service and a site visit was not performed. The customer reported on a follow up call that the instrument was working as intended. As such, this is an unconfirmed failure of a bd product. The root cause could not be determined. There were no samples for review in relation to this complaint, as the failure mode was for a false negative result. Service history review was performed for the instrument and no recent additional work orders were observed for the complaint failure mode reported. Review of the device history record for instrument s/n (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. This instrument was installed in 2011. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this complaint.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bactec¿ mgit¿ 320 system false negative reported. The following information was provided by the initial reporter: false negative: staining confirms the growth of mycobacteria.